Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that cardiosave intra-aortic balloon pump (iabp) alarmed that the internal temperature was too high. No personal injury was caused.

Manufacturer narrative:
Updated field: b3, b4, b5, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions) h11. A getinge field service engineer (fse) stated the hospital was packaged by a third-party company, and the third-party company refused to quote the service fee.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) alarmed that the internal temperature was too high. No personal injury was caused